Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - extension number: (B)(6).

Event description:
The event involved a plum set in which the customer stated that the infusion (unspecified chemo medication) by gravity was normal, but pump showed occlusion when set loaded into pump. There was no specific physical damage noted. There was no issue reported on the pump. Unknown if the set used to another pump and no further problems occurred but the set was replaced and the same pump was used with no further problem and therapy resumed. Patient involvement was unknown, but there was no patient harm reported. No further information is available.

Manufacturer narrative:
The device was received for evaluation on 10/16/23 as received, the drip chamber was separated from the tubing. Evaluation of the tubing under uv light showed little to no solvent present. The tubing and bond pocket were measured and found to meet design specifications. The set was primed through the secondary port and a test infusion was ran. A proximal occlusion alarm was received. The probable cause of the separated tubing and bond pocket is due to insufficient solvent applied during manual assembly. The reported complaint of a proximal occlusion alarm can be confirmed. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, corrective actions are in process.